Event description:
It was reported that the ilet pump¿s touchscreen was shattered, rendering the device inoperable and unable to be shut down; a photo of the damaged screen was provided, and the patient had backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user¿s care team. Investigation of this case revealed a fracture of the touchscreen consistent with a stress-related problem affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.